Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, it was noted that all three potential sensing vectors had failed. Standard post-implant x-rays were taken, which confirmed an appropriate system position. However, the physician elected to surgically reposition and re-tunnel the system. Despite this intervention, the system still failed all three potential sensing vectors. The physician contacted boston scientific technical services (ts) and elected to program the device to the secondary sensing vector, as this was the most suitable. Standard post-implant shock testing was performed to evaluate system efficacy, and the induction was successful, but the induced arrhythmia could not be terminated with a standard 65 joule shock. An external shock was administered, which was unsuccessful. A third final reversed polarity 80 joule shock was delivered by the device to terminate the arrhythmia. The physician enrolled the patient in close remote monitoring and this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.